Event description:
A female underwent a therapeutic bronchoscopy to place a tracheal stent for treatment of a fistula. Placement of the ultraflex stent was not successful due to the deployment suture breaking. It is unknown at this time if a replacement stent was utilized. There was no report of death, serious injury or mistreatment associated with this event. Attempts to obtain additional information have not been successful.